Event description:
The customer's mother reported that her daughter's blood glucose measured "high" (>500 mg/dl), so the pod was removed. The cannula was out of her skin. The detailed history was not available at the time of her call, but she said she'd call back. She did not, nor did she respond to messages left for her.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketone!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."